Manufacturer narrative:
The company service representative spoke with the customer biomedical engineer who evaluated the pump. He indicated that he could not find any issues with the EKG. The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp was not acquiring an EKG signal. The customer changed the EKG cables, but there still was no EKG signal. The patient was switched to another iabp and therapy was continued. No patient injury was reported.